Event description:
It was reported that the device was explanted and replaced due to an unspecified malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (b)(6 2006; 4194 implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to an unspecified malfunction. Follow up was attempted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.